Event description:
In 2009, the patient reported his blood glucose has been elevated for the past month and yesterday his reading was "above 500" mg/dl. His target range is 130-140 mg/dl. Symptoms are being hot and sweaty and he adjusted his basal rates to correct his readings. He stated he saw his physician this morning who increased his basal rates and changed him to a new type of insulin. He stated he has changed his insulin infusion device battery several times. He is using a heavy duty battery and was advised on the appropriate battery types and the average battery life. Troubleshooting did not find any product issues. On follow up three days later, the patient said his blood glucose reading this morning was 239 mg/dl with his most current reading being 293 mg/dl. He stated he checked his infusion device and his basal rate was displayed as 6.0 when it should have been 4.5. He was assisted with adjusting the basal rates on his device. On further follow up with the patient after four more days, he stated his blood glucose levels have returned to his normal range and his readings are 100-120 mg/dl. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.